Event description:
It was reported reset was observed via a remote monitoring system. The device was reprogrammed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.